Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a return of spasticity with underdose/withdrawal symptoms. These symptoms were similar to the ones that the pt had experienced before implantation. The physician was unable to aspirate any fluid through the pt's catheter access port (cap). An x-ray and a rotor test were done and did not reveal any kinks, breaks or disconnections with the system. The contrast x-ray could not be performed because the contrast medium could not be injected into the cap. The pt was scheduled for a catheter replacement. The final pt outcome was unk. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.